Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim. Consumer reported problems with retention for the past 6 months. It was reported that it had been bad since they started taking a drug ¿lomectal or lamotrin.¿ consumer was going to meet with their physician and potentially have their ins removed. No further complications reported.